Event description:
Reporter alleged obtaining a discrepant blood glucose result of 249 mg/dl back to back with a result of 93 mg/dl on the aviva sys when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated she self-treated with grapefruit after obtaining the 249 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.